Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was at work when he felt lethargic, dizzy and nauseous. The patient's grandfather had to pick him up and brought him to their work office to take a rest. The cgm was reading but it was off by 20 points, but there were no bg nor cgm readings reported. There was no treatment provided to the patient at that point. The grandfather took him to the hospital. There they took a bg reading which was 417 mg/dl and there was no cgm value reported. The patient was treated with 2 bags of intravenous (IV) fluid and IV phenergan to relieve nausea. After 2 hours the patient was discharged. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No glucose values were reported initially. At the hospital, glucose values were taken, but there was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 20 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.